Event description:
It was reported that "during the procedure, when passing through the narrowed end of the ureter, the catheter was found broken. The fractured catheter was removed using biopsy forceps." No patient harm or injury reported. The patient's status is reported as "fine".

Manufacturer narrative:
(B)(4). One defective sample was received on 16 mar 2026. Received defective sample was packed in pe bag. It is visible that: returned device contains all parts including the inner bag. Only the original pouch was missed. Stent is cracked in 5th hole from the dd coupling on distal end. Hole in cracked point has thinner wall and slightly different color which indicates stretching of the material. Proximal end of stent in pigtail is undamaged. Dd coupling and protective sleeve are undamaged. Result: reported defect can be confirmed. Ureter stent is cracked (broken) in 5th hole on distal end of the stent. Shape of eyes (stretches walls) on distal end indicates usage of excessive force when handling the device. Functional inspection was performed on the returned parts of product. Returned guidewire was used for functional inspection. Guidewire was inserted to the broken part of stent and finally to the rest of stent. It passed through easily without any higher friction. Result: the functional inspection confirms that the returned device was functional. Inspections during production: ureter stents were inspected within final inspection operation by manufacturing operators per the a pplicable work instruction. Stents were 100% inspected for: correct throughput inner diameter of catheter tip forming holes, pigtails within packaging of stent to the inner pouch per the applicable work instruction, each stent was connected to introducer through dd couplings and the transport stylet was inserted through these dd couplings to the proximal end of stent. Result: any damage of catheter, similar to complained stent, created in production would be detected during manufacturing inspections and the catheter would be scrapped. The root cause of this complaint was determined as "unintentional user error related". This type of damage could not be caused by manufacturing site. Each catheter is tested for correct function (connection with introducer, movement of guidewire without high friction, returning the pigtail to its original position) just prior to assembling per the manual packing to inner bag and outer pouch. Complained defect would be detected. Next manipulation with product packed in pouch cannot cause damage of the catheter. Damage of device was caused by improper manipulation with the product after opening the pouch on the customer side. Ureter stent was separated in distal end in 5th hole from the dd coupling. This was very probably caused by using of excessive tensile force or by incorrect manipulation. It is visible on the shape of eyes in distal end which are prolonged and the wall is thinning. It was co nfirmed within investigation that the complained ureter stent was functional, and no other visual defect was observed. A customer complaint regarding ureter stent product was reported. As a lot number of defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacture of the complained lot. The reported defect can be confirmed. Ureter stent is cracked in distal end in the 5th hole from the dd coupling. The root cause of this complaint was determined as "unintentional user error related". This type of damage could not be caused by manufacturing site. Each catheter is tested for correct function (connection with introducer, movement of guidewire without high friction, returning the pigtail to its original position) just prior to assembling per the manual packing to inner bag and outer pouch. Complained defect would be detected. Next manipulation with product packed in pouch cannot cause damage of the catheter. Damage of device was caused by improper manipulation with the product after opening the pouch on the customer side. Using an excessive force the punched eyes in distal end of stent were prolonged and the wall was thinning. It was confirmed within investigation that the complained ureter stent was functional, and no other visual defect was observed. As the root cause of this complaint was determined "unintentional user error related" with the device after opening the pouch on customer side, no corrective / preventive actions in production are deemed necessary to introduce. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "during the procedure, when passing through the narrowed end of the ureter, the catheter was found broken. The fractured catheter was removed using biopsy forceps." No patient harm or injury reported. The patient's status is reported as "fine".